Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited a loss of capture. The rv lead was capped and replaced on (B)(6) 2024. There were no patient consequences.